Event description:
Boston scientific received information that there was an alert to check this patient's right ventricular (rv) lead. The field has no further information regarding why the alert was generated and the rv lead continues to remain implanted and in service. No adverse patient effects were reported.

Event description:
Additional information provided from the field indicated that the rv lead alert might have been due to a low intrinsic amplitude measurement, however this has not been conclusively determined by the field. The rv lead continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.